Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was difficult to extend and the r-waves were noted to be low with 2 right ventricular (rv) leads. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.